Event description:
It was reported that prior to a hand assisted right colon resection, the device was hooked up to the handpiece and produced a solid tone. The device continued to activate even when the buttons were not being pushed. Another device was used to complete the procedure. There was no pt consequence.

Event description:
Caller reported blood glucose results of: 336 mg/dl, 155 mg/dl and 191 mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.